Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion